Event description:
A user facility filed a complaint stating that a disposable ambulatory infusion system (infusion pump and admin set) underdelivered drug (5-fu) during a chemotherapy treatment. The pt was sent home with the device and returned 36 hrs later. The infusion system only delivered 50cc of a required 100cc. There is no report of pt injury.